Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on wedge segmental resection, while the device was being used in the resection of lung parenchyma, during the first firing, the surgeon was able to press the green button and the firing button but the device did not fire. The reload was replaced and the device was used as usual to complete the case. It was stated that the surgical time was extended by less than 30 minutes. There was no patient injury.